Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to performance decrement with device use. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 06, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 30, 2022.